Event description:
Customer reports that device when used creates a great deal of heat. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, the functional testing reviled the part did not function properly due to normal wear. The unit was serviced and several components were replaced. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.